Manufacturer narrative:
The following devices were also listed in this report: device name: tridentii tritanium cluster48d; cat#: 702-04-48d; lot#: 65626501a. Device name: delta v-40 ceramic head 32/+4; cat#: 6570-0-232; lot#: 64902904. Device name: size 3 accolade ii 127 deg; cat#: 6721-0330; lot#: 62416603. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other event for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Subject reported moderate sharp right groin pain. She has been having right hip pain since (B)(6) 2018. She continues to have pain and weakness to her right lower extremity with associated thigh pain. Current and past physical examinations revealed right anterior capsule pain, trochanteric region. The subject was referred to the pi's partner in (B)(6) 2018 for low back pain. Subject had an MRI of her lumbar spine, the results revealed mild lumbar spondylosis with neural foraminal narrowing at l4-5; however, it did not suggest proximal radiculopathy. The doctor was not able to rule out some other form of nerve entrapment versus radiculitis. It's possible the subject may be having referred pain from her iliopsoas muscle/bursa. On (B)(6) 2019, the subject was given an ultrasound guided injection. She had zero relief. On (B)(6) 2019, the subject had a fluoroscopy directed right hip aspiration and steroid injection. She had 3 days of pain relief. She is currently attending physical therapy.

Manufacturer narrative:
Reported event: an event regarding pain involving a trident liner was reported. The event of pain was confirmed via clinician review of the assessment. However, pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No device failure mode was reported or confirmed in this event. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Medical records received and evaluation: the assessment was further confirmed, the patient has ongoing pain in the hip after right tha. There were no additional radiographic images or evaluations provided. Gross finding of the condition of the joint at the time of surgery and/or pathology reports may provide additional insights. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review of the provided medical records indicated that the assessment was confirmed. There were no additional radiographic images or evaluations provided. Gross finding of the condition of the joint at the time of surgery and/or pathology reports may provide additional insights. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Subject reported moderate sharp right groin pain. She has been having right hip pain since (B)(6) 2018. She continues to have pain and weakness to her right lower extremity with associated thigh pain. Current and past physical examinations revealed right anterior capsule pain, trochanteric region. The subject was referred to the pi's partner in (B)(6) 2018 for low back pain. Subject had an MRI of her lumbar spine, the results revealed mild lumbar spondylosis with neural foraminal narrowing at l4-5; however, it did not suggest proximal radiculopathy. The doctor was not able to rule out some other form of nerve entrapment versus radiculitis. It's possible the subject may be having referred pain from her iliopsoas muscle/bursa. On (B)(6) 2019, the subject was given an ultrasound guided injection. She had zero relief. On (B)(6) 2019, the subject had a fluoroscopy directed right hip aspiration and steroid injection. She had 3 days of pain relief. She is currently attending physical therapy.